Event description:
During follow up for this patient, the patient's nurse reported that patient had second cardiac arrest on (B)(6) 2015 while connected to liberty cycler. Findings from the medical records: the patient was admitted into the hospital on (B)(6) 2015 with increased confusion, falling and weakness. These issues wax and wane and have been ongoing since his coronary artery bypass graft in (B)(6) 2014. The patient was admitted with "likely uremic encephalopathy, altered mental status, frequent falls and chronic kidney disease requiring peritoneal dialysis. On (B)(6) 2015, the patient had another cardiac arrest event that was noted as pulseless electrical activity. It was not reported that patient was on peritoneal dialysis during this event. On (B)(6) 2015, the patient again coded with asystole. Physician notes on (B)(6) 2015 reveal that patient was started on hemodialysis, however, the nurse in hospital acute department confirmed patient was connected to liberty cycler during this event. The patient's white cell count continued to increase during hospitalization. The patient received a pacemaker on (B)(6) 2015, but continued to deteriorate. In addition, the patient developed a thrombus located in right jugular requiring heparin. Family refused tracheostomy and feeding tube and patient eventually expired on (B)(6) 2015. Noted diagnoses at time of patient's expiration were cardiopulmonary arrest, respiratory failure, status post multiple cardiac arrests, metabolic encephalopathy, aspiration pneumonia, and thrombus in right internal jugular.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that there is no documentation in the medical record showing any causal relationship between the liberty cycler, peritoneal dialysis solution or peritoneal dialysis products and the patient's cardiac arrest. A supplemental report will be submitted upon completion of the plant's investigation.